Event description:
Hcp reported the pt presented in 2004 with an increase in pain inspite of an increase in drug dosage. The pump was reported to have "high residuals at refill." 3 mos later the expected pump residual was 2.4cc and the actual was 18.0cc. Twenty days later the expected was 14.3cc and actual was 16.5cc. The pump and catheter were both explanted and replaced. They were then returned to the MFR for analysis. A follow up report will be sent when add'l info is obtained.